Event description:
It was reported that the device could not be interrogated and magnet rate behavior could not be obtained. The device seemed to pace in vvi mode and eri (elective replacement indicator) may have been triggered. Device replacement was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the no-telemetry anomaly was confirmed and was shown to be due to a faulty reed switch. The reed switch was confirmed to be stuck in the open position even in the presence of a magnet. Bypassing the reed switch showed that the hybrid functioned nominally. The reed switch was optically inspected and no anomalies were noted.

Event description:
It was reported that the device could not be interrogated and magnet rate behavior could not be obtained. The device seemed to pace in vvi mode and eri (elective replacement indicator) may have been triggered. It was further reported that the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.